Event description:
It was reported that this pacemaker was attempted at implant. It was noted that the patient was positive for covid-19 prior to the case and difficulty with o2 saturation was observed through the procedure. Access was difficult to obtain as the patient's heart appeared shifted to the right side. The right ventricular (rv) lead was able to be implanted. When attempting the right atrial (ra) lead the atrium was unable to be found and it was determined that the ra lead was in the aorta. The leads were removed and the implant was going to be aborted to stent the artery. A puncture to the lung was then identified, resulting in pneumothorax, and a chest tube was inserted. At this time, it was decided an additional pacemaker implant procedure was needed. A new rv lead was implanted with no anomalies noted. A sheath was then in place for the new ra lead however the patient coded and cardiopulmonary resuscitation (CPR) was successfully performed. Following CPR, a third attempt was made to implant a pacemaker system. The system was implanted without further complication, however during pocket closure the patient coded again and subsequently expired.